Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device and spike line. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the ¿check saline supply¿ error was displayed on the console and the device would not prime. The shaft was inspected at the severe kink 27.5cm distal of the strain relief and it was revealed that the shaft had a hole. The shaft was cut at this location to examine the hypotube. The hypotube was found to be kinked with a crack located in the crease 27.5cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based off of analysis on (B)(6) 2018. It was reported that the device was kinked and failed to prime. An angiojet® solent¿ omni catheter was selected for use during a patient procedure. However during preparation outside of the patient's body, the device was found to be kinked and it failed to prime. The same issue occurred with another of the same device. No patient complications were reported. However, device analysis revealed a hole in the shaft (as well as a cracked hypotube) 27.5cm distal of the strain relief.